Event description:
It was reported that a during a coronary artery bypass graft with endoscopic vein harvesting procedure, the device was locked on the lung tissue. The device would not open. The device was cut out of the tissue. The device never did open. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.